Event description:
The user facility reported that an employee experienced inhalation/irritation effects (headache and difficulty breathing) while handling vaprox hc sterilant. The user facility did not disclose if medical treatment was sought or administered.

Manufacturer narrative:
Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available. It should be noted that this specific model is not sold in the united states, so it is not in gudid.